Manufacturer narrative:
The customer reported their central nurse's station (cns) shut down and will not boot up after a hospital wide power surge. No harm or injury was reported.

Event description:
The customer reported their central nurse's station (cns) shut down and will not boot up after a hospital wide power surge. No harm or injury was reported.